Event description:
Pt was sold color contact lenses several times by (B)(6) and developed a corneal and conjunctival ulceration on (B)(6) 2020. She was pregnant (B)(6) so treating this infection was tricky, requiring two different ocular medications and multiple visits ensuring proper healing. Because she was sold the contact lenses without a valid prescription, she was uneducated on how to properly clean and care for the contact lenses. She will likely be left with a permanent scar in her cornea and permanent thinning of the conjunctival area. This is one of many instances where (B)(6) have sold contact lenses to my patients without a valid prescription. I had one patient who was sold contact lenses for 5 years in a row (contact lens prescriptions are valid for 1 year in (B)(6) and others who continued to obtain a supply of contact lenses for 2-3 years without valid prescriptions. Some patients have had minor side effects such as keratitis with no permanent damage but others have had blood vessel growth into their corneas from overwear/abuse of contact lenses. FDA safety report ID# (B)(4).